Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2007: the patient underwent an interbody fusion (plif) from l4 to sacrum and a posterior fusion from l3 to l4. Postoperatively (date unknown): superior adjacent intervertebral disorder developed. On (B)(6) 2015: an interbody fusion (tlif) was performed for the superior adjacent segment disease from l2 to l3. Postoperatively (date unknown): postoperative fracture developed at l1. On (B)(6) 2015: for the postoperative fracture at l1, the posterior fusion was extended to t6 and interbody fusion (plif) from l1 to l2 was added. On (B)(6) 2015: postoperative fracture developed at sacrum. On (B)(6) 2016: the third reoperation was performed to treat the fractured sacrum.